Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a solicited case report received from a pharmacist in (B)(6) on 25-sep-2015 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, study number: (B)(4) and had essure inserted on (B)(6) 2015. On device introduction, essure implant extremity was bent and there was presence of metallic fragment in patient's uterus. Bilateral insertion was performed with another device. Full device was kept. Follow-up information received on 02-oct-2015: nca number was provided: (B)(4). Product technical complaint (ptc) investigation and final assessment were received on 19-oct-2015: the bayer reference number for the ptc report is: (B)(4). The lot number used was d31448. Production date 24-nov-2014; expiration date 28-nov-2017. (B)(4). Final assessment failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking and bent tip is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a reported technical product issue (breakage) in the context of a complicated insertion. The ae case refers also to a device use error. No medical events were reported. A review of similar cases for this batch is not applicable as no medical events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship to a quality defect. Company causality comment: this medically confirmed, case report refers to a female patient who was involved in a reimbursement or compensation activity, study number: (B)(4) and had essure inserted. It was reported that on device introduction, essure implant extremity was bent (device use error) and there was presence of metallic fragment in patient's uterus (seen as device breakage). Device breakage is a non-serious event and was considered listed upon receipt of the product technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion, a causal relationship cannot be totally excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded that based on the available information, there is no relationship to a quality defect. Further information is being sought.

Manufacturer narrative:
Follow-up received on 03-jun-2016: information received states that metallic fragment was removed from patient uterus. Essure lot number (d31448) and regulatory authority number (B)(4) were added. Quality-safety evaluation of ptc received on 03-jun-2016 (downgraded to other event): ptc global number: (B)(4). Bent tip complaints refer to the distal end of the micro-insert (implant). The tip of the implant is manufactured with a 10-20 degrees bend and is flexible to allow the tip to sustain a bend and flex back when encountering anatomical issues such as stenotic fallopian tubes, a uterine wall, fibroids, endometrial fluff, or a tubal spasm. This helps minimize the likelihood of a perforation. Bent tip events are considered to be a usability issue (ui) and do not necessarily indicate a technical defect in the product. Usability issues typically describe events that lead to a different result than expected by the user. Examples include, but are not limited to, handling errors, deviations from the instructions for use, non-product related anatomical issues, or other customer satisfaction issues. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. As received, the insert and catheter were covered with external fluids, insert tip is damaged and IFU steps were not performed. Also there was no visible damage that could have caused the device to release metal parts. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a tip being bent is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment/ investigation resulted in an unconfirmed quality defect. Company causality comment: this medically confirmed, case report refers to a female patient who was involved in a reimbursement or compensation activity, study number: (B)(4) (study description: essure® generic reimbursement program) and had essure inserted. It was reported that on device introduction, essure implant extremity was bent (device shape alteration and device use error) and there was presence of metallic fragment in patient's uterus (seen initially as device breakage). According to follow up information, these metallic fragments were removed from patient's uterus. According to the investigation of the sample returned, including the insert and the catheter, insert tip is damaged and IFU steps were not performed. Therefore, the event initially interpreted as device breakage was regarded as partial expulsion of device. This event is listed in the reference safety information for essure. Considering that essure may move along or out of fallopian tubes and that there is no alternative explanation, this partial expulsion is considered related to essure. Upon confirmation from product technical analysis that device breakage did not occur, this case was no longer regarded as other reportable incident. A review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The product technical analysis concluded an unconfirmed quality defect. Further information could not be obtained.

Manufacturer narrative:
Follow-up information received on (B)(6) 2015: no further information was provided despite follow up attempts. Case closed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on (B)(6) 2015 for the following (B)(4) preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this medically confirmed, case report refers to a female patient who was involved in a reimbursement or compensation activity, study number: (B)(4) (study description: essure® generic reimbursement program) and had essure inserted. It was reported that on device introduction, essure implant extremity was bent (device use error) and there was presence of metallic fragment in patient's uterus (seen as device breakage). Device breakage is a non-serious event and was considered listed upon receipt of the product technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion, a causal relationship cannot be totally excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded that based on the available information, there is no relationship to a quality defect. Further information could not be obtained.